Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The foreign material may have been unremoved because the device was not reprocessed properly by the following leaks: due to deformation of plug unit, water tightness was lost. Due to a pinhole on a-rubber, water tightness was lost. The event can be detected and prevented by following the instructions for use: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the air/water cylinder and foreign material in the air/water tube. There were no reports of patient involvement.